Manufacturer narrative:
B3: unknown; no information has been provided to date. H3/h6: the suspected device was returned for analysis. Review of the event history log (ehl) confirmed that there was a record of the high-pressure alarm occurred continuously. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The functional testing was performed. The probale cause is defective downstream sensor. Preventively, the downstream sensor re-calibration. The device passed all functional testing after repair.

Event description:
The customer was reported that the frequency of alarm events had risen during patient use. There was no patient harm or adverse event reported. Evaluation of the returned device confirms the reported issue through event log.